Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolutfx delivery catheter system (dcs); product ID: d-evolutfx-2329; lot: 0013309717; UDI:(B)(4); manufactured date: 2026-02-23; use by date: 2028-02-23; implant date: n/a; FDA site ID: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with primary access via the right femoral artery, a pre-dilatation was performed using a 24 mm semi-compliant balloon that was inflated three times. Pacing at 180 beats per minute (bpm) was used for a successful attempt, and on the third attempt pacing at 200 bpm was used to manage cardiac output, after which the balloon burst following complete expansion. During valve deployment, the first and second deployments to 80% were reported to be too shallow, and the third and final deployment depth was reported as 5 mm non-coronary cusp (ncc) and 8 mm left coronary cusp (lcc). Post-procedure in recovery, stroke symptoms were reported, including slurred speech, however a computed tomography did not confirm a stroke. Additional information was received that computed tomography (CT) imaging confirmed the stroke and two days following the procedure showed acute left parieto-occipital infarct with no hemorrhage and no other new abnormality. Per the physician, the causeof the stroke was uncertain, but instability during pre-dilatation and increased pacing runs may have contributed. The physician did not attribute the stroke to the valve or delivery catheter system (dcs).

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013251171); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013309717); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with primary access via the right femoral artery, a pre-dilatation was performed using a 24 mm semi-compliant balloon that was inflated three times. Pacing at 180 beats per minute (bpm) was used for a successful attempt, and on the third attempt pacing at 200 bpm was used to manage cardiac output, after which the balloon burst following complete expansion. During valve deployment, the first and second deployments to 80% were reported to be too shallow, and the third and final deployment depth was reported as 5 mm non-coronary cusp (ncc) and 8 mm left coronary cusp (lcc). Post-procedure in recovery, stroke symptoms were reported, including slurred speech, however a computed tomography did not confirm a stroke.